Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump basal settings required adjustment after the customer experienced a low blood glucose level of 48 (mg/dl) during the night. Customer used glucose to address low bg level. Tandem technical support advised customer on how to adjust the settings but recommended that they consult with their health care provider to verify basal setting specifications. Customer acknowledged.